Manufacturer narrative:
(B)(4) - the dealer called and stated that the hand brakes on the 65960 knee walker are not functional. They will not brake. This is a floor model and cannot be used. This knee walker is discontinued, replacement part issued on order #(B)(4). No injury.

Event description:
Customer alleged the hand brakes are not working. Item is discontinued. No injury alleged.

Manufacturer narrative:
(B)(4) issued mfg. Report 1531186-2012-00386 indicating that (B)(4) was the manufacturer. The correct manufacturer of the 65960 knee walker, date code (B)(4) is (B)(4). (B)(4) - the dealer called and stated that the hand brakes on the 65960 knee walker are not functional. They will not brake. This is a floor model and cannot be used. This knee walker is discontinued, replacement part issued on order #(B)(4). No injury.

Event description:
Customer alleged the hand brakes are not working. Item is discontinued. No injury alleged.